Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A memo will be distributed to the operators of the heat seal section to be aware of the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection showed no signs of physical abnormality. A leak test was performed which revealed a tiny hole in the weld of the bottom seal. The cause is due to an off center weld concentricity of the tube bushing to the heat seal chamber during the welding process. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the lower chamber of a flogard compatible blood set. This was noted during priming of the set with albumin. There was no patient involvement. No additional information is available.